Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08705 inches. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. Device left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly, basal anomaly, or unexpected delivery noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may have over delivered insulin. The customer¿s blood glucose level was 74 mg/dl at the time of the incident. The customer filled a reservoir with 14.3 units, delivered a 24.1 unit bolus, and had 82.2 units left. The customer did rewind the pump before inserting the reservoir. The customer performed a self test and the units went down to 79.4 units. Troubleshooting was not completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.